Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. Isi confirmed the customer's reported complaint. The grip-tips of the instrument was bent which caused the side to side misalignment of the grips. There was a .040 off set at the tips of the instrument. The bent grips exhibited separation of the yaw pulley and the pulley covered at the glue joint indicated that the likely cause of the bending remains overloading at the tip. Failure analysis concluded, that the bent damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratch marks were not aligned with the tube axis. There were no other damages found on the instrument. However, the scratch marks/abrasions on the distal end of the main tube found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that the jaws of the fenestrated bipolar forceps instrument was misaligned. Reporter was unaware of when the issue occured. No further clinical information was provided.